Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Lens damaged in delivery system, unexpected material in the eye, foreign body removal the product was returned for analysis. The reported "material in the eye" was observed on the returned photo, the reported "damage" was not observed. Only p&l components received. No device, lens or reported "threads" material received. Provided photo shows an implanted intra ocular lens (iol). There are a white and a dark line going across the iol optic. There a surgical tool being held over the optic. Based on our observation of the attached photo, there appears to be the reported "foreign body" on the optic. While the physical product was not returned for evaluation in this case, similar complaints have been reported where the product was returned, and laboratory analysis identified the foreign material as nozzle coating. The coating material in question possesses biocompatible properties. In the reported case, the material was removed, and the iol remained implanted without further issue. No process changes or material modifications were found in the coating line review, and nozzle processing showed no issues. Precise adherence to the directions for use sections in the pre-loaded delivery system product is critical for optimal iol delivery, avoiding potential damage to the iol, device or nozzle. The below identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: ¿ improper ophthalmic viscosurgical device (ovd) use: -if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. -use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ incorrect ovd temperature: if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. ¿ excessive dwell time: delay in implantation after lens positioning. As referenced in the IFU (section: precautions), ¿once the lens is in position at the pause location on the nozzle, the lens should be implanted within 1 minute.¿ extended delay may impact lens behavior and delivery performance. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was damaged from the delivery system. They were kind of threads on the lens. The doctor was able to remove them. Hence the lens was left in place, no consequences for the patient.